Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving dilaudid 1 mg/ml at 0.3446 mg/day and bupivacaine 30 mg/ml at 10.337 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported patient reported feeling as if the pump has migrated as of (B)(6) 2016. The patient reported feeling like 'the pump was trying to turn over' and that 'it felt like it was on end'. The patient did not follow up in the clinic after their report as they had transferred care to a provider closer to home. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure. No action/intervention was taken. The outcome was indicated to be unresolved at time of study exit. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.